Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(6)) on 01-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain localised to the implants when stand up (tightness) / chronic pain') in a (B)(6) year old female patient who had essure (batch no. E25517) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to antibiotics and allergy to plants. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion medically significant), spinal osteoarthritis ("cervical osteoarthritis"), myalgia ("muscle pain in the shoulders, sides and arms"), asthenia ("weakness"), arthralgia ("joint pain in the wrists"), abdominal pain ("abdominal pain"), flatulence ("flatulence"), abdominal distension ("bloating / abdominal swelling"), amnesia ("short-term memory loss"), disturbance in attention ("difficulty concentrating"), headache ("recurring headaches / frequent headaches"), hot flush ("hot flushes"), paraesthesia ("tingling in hands and arms"), asthma ("asthma attacks"), cough ("dry cough"), pain of skin ("stinging on the skin"), urticaria ("urticaria"), visual impairment ("visual disturbances"), eye pain ("stinging eyes"), eye irritation ("burning eyes"), back pain ("burning sensation on the back"), vaginal haemorrhage ("abnormal vaginal bleeding"), tooth fracture ("tooth breakage"), tooth loss ("tooth loss"), fatigue ("chronic fatigue"), sleep disorder ("feeling of not having slept") and anxiety ("anxiety"). In 2020, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced depression ("depression"). At the time of the report, the pelvic pain, spinal osteoarthritis, myalgia, asthenia, arthralgia, abdominal pain, flatulence, abdominal distension, amnesia, disturbance in attention, headache, hot flush, paraesthesia, asthma, cough, pain of skin, urticaria, visual impairment, eye pain, eye irritation, back pain, vaginal haemorrhage, tooth fracture, tooth loss, sleep disorder and adenomyosis outcome was unknown and the fatigue, anxiety and depression had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, adenomyosis, amnesia, anxiety, arthralgia, asthenia, asthma, back pain, cough, depression, disturbance in attention, eye irritation, eye pain, fatigue, flatulence, headache, hot flush, myalgia, pain of skin, paraesthesia, pelvic pain, sleep disorder, spinal osteoarthritis, tooth fracture, tooth loss, urticaria, vaginal haemorrhage and visual impairment with essure. The reporter commented: all of the symptoms were accumulating month after month and started about 6 months after the insertion. Concerning the event feeling of not having slept, it was reported that she recovered upon waking since insertion. Occurrence period: 2017 to the present. Patient's current condition: gynaecological management while searching around for a medical diagnosis. Measures taken in the healthcare facility to treat the patient: carpal tunnel test nothing to report that explain the tingling and muscle weakness in the arms and hands and wrist pain. No known allergy except to pyostacine and to lupine; metal allergy test carried out but incomplete. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2101617) on 01-feb-2021. The most recent information was received on 15-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device pain ('pelvic pain localised to the implants when stand up (tightness) / chronic pain') in a 40-year-old female patient who had essure (batch no. E25517) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic reaction to antibiotics and allergy to plants. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced medical device pain (seriousness criterion medically significant), spinal osteoarthritis ("cervical osteoarthritis"), myalgia ("muscle pain in the shoulders, sides and arms"), asthenia ("weakness"), arthralgia ("joint pain in the wrists"), abdominal pain ("abdominal pain"), flatulence ("flatulence"), abdominal distension ("bloating / abdominal swelling"), amnesia ("short-term memory loss"), disturbance in attention ("difficulty concentrating"), headache ("recurring headaches / frequent headaches"), hot flush ("hot flushes"), paraesthesia ("tingling in hands and arms"), asthma ("asthma attacks"), cough ("dry cough"), pain of skin ("stinging on the skin"), urticaria ("urticaria"), visual impairment ("visual disturbances"), eye pain ("stinging eyes"), eye irritation ("burning eyes"), back pain ("burning sensation on the back"), vaginal haemorrhage ("abnormal vaginal bleeding"), tooth fracture ("tooth breakage"), tooth loss ("tooth loss"), fatigue ("chronic fatigue"), sleep disorder ("feeling of not having slept") and anxiety ("anxiety"). In 2020, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced depression ("depression"). At the time of the report, the medical device pain, spinal osteoarthritis, myalgia, asthenia, arthralgia, abdominal pain, flatulence, abdominal distension, amnesia, disturbance in attention, headache, hot flush, paraesthesia, asthma, cough, pain of skin, urticaria, visual impairment, eye pain, eye irritation, back pain, vaginal haemorrhage, tooth fracture, tooth loss, sleep disorder and adenomyosis outcome was unknown and the fatigue, anxiety and depression had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, adenomyosis, amnesia, anxiety, arthralgia, asthenia, asthma, back pain, cough, depression, disturbance in attention, eye irritation, eye pain, fatigue, flatulence, headache, hot flush, medical device pain, myalgia, pain of skin, paraesthesia, sleep disorder, spinal osteoarthritis, tooth fracture, tooth loss, urticaria, vaginal haemorrhage and visual impairment with essure. The reporter commented: all of the symptoms were accumulating month after month and started about 6 months after the insertion. Concerning the event feeling of not having slept, it was reported that she recovered upon waking since insertion. Occurrence period: 2017 to the present. Patient's current condition: gynaecological management while searching around for a medical diagnosis. Measures taken in the healthcare facility to treat the patient: carpal tunnel test nothing to report that explain the tingling and muscle weakness in the arms and hands and wrist pain. No known allergy except to pyostacine and to lupine; metal allergy test carried out but incomplete. Batch no e25517 manufacturing date: 2015/09 expiration date: 2018-09-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 15-feb-2021: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.